Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent tha with accolade tmzf and trident psl cup. After surgery, the pseudotumor developed and magnified. Therefore, the patient underwent revision surgery. When the surgeon removed the implant, corrosion could be seen in the metal head and discoloration in the liner. The surgeon changed the liner and the metal head to brand-new products.

Manufacturer narrative:
An event regarding a pseudotumor (altr) and corrosion involving a metal head was reported. Altr was not confirmed, however, corrosion was confirmed on analysis of the returned product. Method and results: device evaluation and results: a material analysis has been performed. The report concluded: "debris was observed in the taper of the head. Eds showed head was consistent with astm f75 alloy, and the debris was consistent with a corrosion process, material transfer from a hip stem, biological material and the decontamination process." Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a material analysis was performed. The report concluded: "debris was observed in the taper of the head. Eds showed head was consistent with astm f75 alloy, and the debris was consistent with a corrosion process, material transfer from a hip stem, biological material and the decontamination process.". The exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
The patient underwent tha with accolade tmzf and trident psl cup. After surgery, the pseudotumor developed and magnified. Therefore, the patient underwent revision surgery. When the surgeon removed the implant, corrosion could be seen in the metal head and discoloration in the liner. The surgeon changed the liner and the metal head to brand-new products.